Manufacturer narrative:
Evaluation results: one blue line ultra (blu) tracheostomy tube was returned for investigation. The returned sample was received in used condition without its original packaging. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were found. As part of the functional testing, a syringe was used to inflate the cuff of the sample. The sample was then submerged under water in order to verify for leaks. No leaks were observed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No root cause was determined since the complaint was not confirmed.

Manufacturer narrative:
Device evaluation- one used device was returned for evaluation. The visual inspection of the device showed no abnormalities. The sample was given functional testing to check for cuff leakage. The testing showed the device cuff stayed inflated and performed as expected. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. This review included the following procedures: bonding inflation line to tube, cuff inflation testing, assembly, packaging. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. Functional testing showed no cuff leakage. The investigation was unable to establish the cause of the reported issue because the returned device functioned as specified.

Manufacturer narrative:
Device evaluation: pn = 100/860/080 ln = 3617129 qty released = 2,345 units mfg date = may 2018 idr, dmr or da = n/a.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical tracheostomy, the cuff would not inflate following the intubation of a patient. No patient injury resulted.